Event description:
Rec'd notice of complaint concerning above product from "csr". Reports that clinic states that the dialyzers have "cracks in the fibers." Called facility, clinic manager not available. Spoke with health care professional who reports 2 events in which an internal blood leak occurred on first use dialyzers. The leaks occurred just after initiation of the pt treatment. Health care professional reports that the machine alarmed and the dialysate was noted to "pink tinged." Treatment stopped, system discarded, no rinseback. Blood loss reported as approx 250cc. States the pts were stable and no medical intervention was required. Will need to speak with clinic manager for pt info. Message left for clinic manager to return phone call. Medwatch forms to be filed based on blood loss. Dialyzers were discarded on the day of the event. A response letter has been sent to the facility.